Manufacturer narrative:
Three 50ml syringes were returned for investigation. One syringe was received without the texium connector. The luer lock threads exhibited a circumferential fracture and the distal end of the threads were missing. Two syringes were received with the white luer component of the texium connector bonded to the threads. The syringe barrel was cut in order to inspect the white component of the texium connector under the microscope. The green component of the texium connector was received separate from the syringe. The mating surfaces of the texium connector were microscopically examined and the variable weld features were observed. Some areas of the mating surfaces did not exhibit deformation from the weld. On one white component, the perimeter of the mating edge was pushed in at two points. The variable weld features were likely a contributing factor of the reported event. It could not be determined if the weld strength was adequate. Additional potential contributing factors include stress due to bending or torsion of the texium connector. As the weld was a potential contributing factor of this complaint, the appropriate manufacturing personnel were notified of this event. As no other similar complaints were reported from the implicated lot, this complaint type will continue to be trended within the post market surveillance process and any determined escalation will be managed there. A root cause for the issue was unable to be found, but this is an isolated incident. No actions will be taken by the plant at this time, but if any future issues of this type occur, bd will monitor.

Event description:
No additional information

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: my8060 batch number#: 92316602. It was reported by customer that continuing to have issues. Customer's concern is high and urgent. Verbatim#: customer's concern is high and urgent. Customer is a high-volume user of product customer is continuing to have issues customer response: 1. Please describe the issue in detail. Mention the defect. -technician went to go use a bd 50 cc texium syringe for sterile hazardous compounding and when they went to use it, the green texium tip broke off. This occurred with 3 syringes. I also believe one was in the package without the texium green tip. 2. Please share the quantity of products affected. -I believe this happened with only 3 syringes which were sent back. Has not occurred since. 3. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. -no patient harm, injury, or negative outcome.